Event description:
It was reported the patient's blood glucose rose to 464 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Investigation of the device did not find any damages or defects that could affect insulin delivery. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Additionally, the drive mechanism was further inspected and found contamination on the commutator cap. Although contamination was found on the commutator cap, it did not affect functionality of the device as the data does not indicate any abnormalities. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.